Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had a pain around the implant site. The patient underwent an implantable pulse generator (ipg) explant procedure. The explanted device will not be return.